Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported that the plunger on the stay safe connector disconnected from the liberty cycler set and fluid was leaking out of the stay safe connector. The patient reported that several alarm error messages generated on the liberty cycler system during the event. During follow up with the patient's nurse, no patient adverse events were reported. No changes to the patient's status were reported. The pd treatment was cancelled, due to the reported event. The set was discarded.